Event description:
On several occasions, the pumps have registered that a volume of pain medication has infused, but the bag of medication remains full. Therefore, pts are not obtaining pain control. These pumps do not contain an upstream occlusion alarm.